Event description:
A lifepak cr plus device was returned to physio-control for evaluation after being involved in an adverse event in other country. Physio-control's failure analysis center evaluated the device and determined that the root cause of the reported failure was a charge depleted internal battery. The current leakage across the internal battery cell, designator bt3, was observed at a filter inductor, designator fl11. There was visible evidence of an unidentified residue on fl11. This ongoing investigation encompasses both the lifepak cr plus and express devices.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.